Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of three reports (3007042319-2016-00579, 00580, 00581) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that batteries were switching back and forth and creating alarms. Only occurred when patient was on 2 batteries. Did not occur with ac or dc adapter in use. Patient was asked to confirm connections were good. They were. Logfiles attempted to be sent, however, site was having issues with uploading files. New jump drives were issued to site after this event. Batteries removed from service. The patient became anxious but no impact was reported. Investigation is ongoing.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events for bat300195 and bat300193. No anomalies were detected during log file analysis for con092728. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. System testing indicated that the real time clock (rtc) of con092728 was reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. The rtc was reset to zero most likely because controller had not been connected to external power for extended periods and its internal coil cell battery had run down. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate these types of issues heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports 3007042319-2016-00579, 3007042319- 2016-00580 and 3007042319- 2016-00581 submitted for devices related to the same event.